Event description:
On 30-dec-2025, a company representative - service personnel contacted technical service to report that progressa plus (product code p7501a000191, serial number (B)(6)), a fire was observed involving the power cord. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The customer reported that the ac power cord had caught fire. A baxter technician inspected the progressa plus bed on december 31, 2025. During the inspection of the bed, it was noted that there were no exposed copper wires on the power cord; however, the prongs of the power cord were found to be missing. The technician noted the customer had a third-party device in place on the head section of the progressa plus bed and installed in the oxygen tank holder. This device is part of an equipment transport system (ets) used by the customer. Based on the photos provided by the technician, it is likely that during movement of the bed from the lowest position to an elevated position, the third-party device was caught under the power cord plug between the plug and the wall. This resulted in a short and subsequent damage to the power cord. Per the progressa plus user manual ¿improper use or handling of the power cord may cause damage to the power cord. If damage has occurred to the power cord, immediately remove the bed from service, and contact the appropriate maintenance personnel¿. Additionally, the user manual warns users ¿only use hillrom or baxter specified surfaces, parts, and accessories. Do not modify the bed system without the authorization from baxter. To do so may introduce the risk of harm to the patient or caregiver¿. The oxygen tank holder is intended to be used to hold oxygen tanks. Per the user manual ¿the oxygen tank holders are located in the head end corners of the upper frame. The blue sleeve holds a steel tank, and the gray sleeve holds and aluminum tank. Each oxygen tank holder accommodates one d-size or e-size oxygen tank with a regulator. Warning ¿ each vertical oxygen tank holder safe working load is 30lbs (13.6kg). Exceeding the safe working load can cause injury or equipment damage¿. The device used by the customer is not an approved accessory to the progressa plus bed, therefore, user error contributed to the reported event of a power cord fire.